Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue was confirmed. Inspection of the device found debris in the optical and shadow around circle, damaged optical fiber was observed. In addition, the outer tube was observed with dents and scratches. Objective window inspection found the meniscus fallen down. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a service repair request reported with bad image, possible lens damaged on the device. The issue occurred during reprocessing. There was no patient harm, no user injury reported due to the event.